Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. Device not yet returned to manufacturer.

Manufacturer narrative:
The reported event of overheating was duplicated. During testing it was found that the device had high amps of 15.7 and the blade mount was loose. The drive link was determined to be the primary failure. A worn drive link can result in increased heat during use.